Event description:
It was reported that there was noise and oversensing on this right ventricular (rv) lead during initial implant procedure. Technical services (ts) and physician determined that this was due to lead interaction with the patient's diaphragm. Ts discussed troubleshooting. This lead was repositioned, and the implant procedure was successfully completed as intended. No additional adverse patient effects were reported. Currently, this lead remains in service.